Manufacturer narrative:
The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to delivering a bolus based of an inaccurate continuous glucose monitor (cgm) reading. Reportedly, the customer was using an expired transmitter, and the cgm gave a bg reading of 400 mg/dl. The customer's actual bg level was 93 mg/dl. The customer did not receive treatment while in the hospital. Reportedly, the customer's bg level upon arrival to the emergency room was 186 mg/dl. Customer was released 3 hours later. Upon being released from the emergency room, the customer's bg level was 236 mg/dl. The cgm discrepancy issue was forwarded to the cgm sensor/transmitter manufacturer. The customer received a new transmitter from the cgm manufacturer, resolving the reported issue.